Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 20x2.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation; however, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip and a pinhole in the balloon 5mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guide wire lumen and the balloon is loosely folded. There is no indication the device was inflated overrated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 20x2.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation; however, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.